Manufacturer narrative:
Preliminary analysis results showed normal device functioning.

Event description:
On (B)(6), 2019, upon interrogation during a follow-up, a message was reportedly displayed while reviewing the device memory (the details of the message remain unknown). After the user validated the message, the session was ended. Upon re-interrogation, the device memory was found reset.

Event description:
On (B)(6)2019 , upon interrogation during a follow-up, a message was reportedly displayed while reviewing the device memory (the details of the message remain unknown). After the user validated the message, the session was ended. Upon re-interrogation, the device memory was found reset.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, upon interrogation during a follow-up, a message was reportedly displayed while reviewing the device memory (the details of the message remain unknown). After the user validated the message, the session was ended. Upon re-interrogation, the device memory was found reset.